Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a heavily calcified femoral vessel; therefore, subclavian approach was selected as the access site. During the procedure, at initial attempt, an incomplete stent opening (iso) was observed at the non-coronary cusp (ncc), so it was attempted to be recaptured and able to be mitigated as per the established steps, but it was not able to be completely recaptured into the delivery capsule. Despite the use of micro-adjustment wheel, the outcome remained unchanged. Subsequent fluoroscopic imaging demonstrated significant deformation of the proximal capsule, with the valve protruding approximately 5¿10% outside the capsule. It was decided to proceed with the implantation with the partially deployed valve considering the risk. After crossing the valve, it could not be optimally positioned, but the valve was able to be implanted successfully at a depth of 3-4mm on the non-coronary cusp (ncc). Post-implant, the ds was removed from the patient's anatomy without complications. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.